Event description:
Reporter alleged obtaining a discrepant blood glucose result of 497 mg/dl back to back with a result of 87 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated she took her normal 11 units of lantus and went to bed. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.